Event description:
Customer reported his readings had been higher than feels and he reported the higher readings to his doctor, who increased his meds; he began having symptoms of low. Customer was diagnosed with hypoglycemia while visiting the doctor, and the doctor treated the customer with juice and candy.

Manufacturer narrative:
Customer returned meter. The original report indicated meter. The returned meter was tested: the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The meter powers on with button and strip. The meter unit of measure was set at mg/dl when returned by the customer.